Event description:
It was reported that , during testing of the device, a 980 ventilator generated a battery out of range error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery and the breath delivery power distribution printed circuit board. The se performed extended self-testing on the device and all tests passed.